Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the reported phenomenon (angulation lock), also found that the video connector was loose and there was air leak on the video connector. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that there was possibility that the reported phenomenon was attributed to water invasion into inside the video connector caused by a watertight failure at the video connector, which corroded the internal components such as the angulation mechanism. It was not possible to determine whether the damage of the video connector was caused by handling, stress, or other factors. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the olympus service operation repair center (sorc), it was found that the angulation at the bending section of the subject device was locked and could not be released (could not be moved at all). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.